Event description:
It was reported that the catheter dissected the coronary sinus. An echocardiograph was performed. The patient was in good condition and the lead implant procedure was completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): ub2 no intervention required